Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the pilot balloon (blue) is defected - deflated even if the cuff was inflated. Another device was used". Additional information states that "we had intubated the child, and when we checked the cuff, we realized that the pilot balloon was not remaining inflated. As a result, we decided to change the tube before starting the procedure". No patient harm, injury, or desaturation occurred.

Event description:
It was reported that "the pilot balloon (blue) is defected - deflated even if the cuff was inflated. Another device was used". Additional information states that "we had intubated the child, and when we checked the cuff, we realized that the pilot balloon was not remaining inflated. As a result, we decided to change the tube before starting the procedure". No patient harm, injury, or desaturation occurred.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.